Event description:
It was reported that the surgeon was inserting an a 9.0mm x 65mm expedium polyaxial screw into the iliac on patients right side. An 8.0 diameter screw was removed from the same hole and the surgeon wanted a 'tight fit' and did not tap the hole. As he torqued down on the screwdriver, the tip of the screwdriver snapped off and became stuck in the head of the screw. The screw was removed from the patient intra-operatively and another screw was inserted. The resulting delay was ten minutes and there were no adverse consequences to the patient.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The expedium quick connect polyaxial screwdriver was returned for evaluation. Visual inspection revealed that the fracture was located at the driver¿s distal tip. Fracture analysis found evidence of a static failure due to shear torsional overloading while tightening. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Trending analysis on the product code was completed and no immediate product action is required. An internal data review has been opened to review design control documentation and similar failures will be monitored as a part of post market surveillance activities. The root cause of the driver¿s distal tip breaking during surgery cannot positively be determined. However, the optical images identified in the fracture analysis report reveal plastic deformation at the hexlobes indicates a torsional overload. This suggests that the driver underwent a static failure due to shear torsional overloading while tightening. No corrective action/preventive action (CAPA) is necessary at this time as there have been no issues identified in the manufacturing or release of this screwdriver. Additionally, further review activities are being conducted within the data review. Therefore this complaint will be closed with no further complaint action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.